Event description:
It was reported that the customer had an issue with the keypad on the insulin pump. Numbers were ramping or the scroll bar was moving up and down without input from the user. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The up arrow on the insulin pump did not respond due to corroded keypad trace. No scrolling numbers or display anomaly noted. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.